Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that patient experienced a line block alarm with elevated glucose (192 mg/dl). The infusion site was on the arm, and the cannula was found to be straight. The patient changed the infusion site and tubing to resolve the issue. There was a patient involvement and there were no additional adverse consequences.